Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device had no tachycardia response. The implantable cardioverter defibrillator delivered therapy appropriately for ventricular fibrillation. After review, it was noted that the waveform was a treatable arrhythmia at a rate slower than detection causing an inappropriate return to sinus due to device programming. The patient was fine.